Event description:
Boston scientific received information that during the implant procedure, just after the pocket was closed, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited noise on the rate/sense channel that was oversensed. The pocket was reopened and the rv lead was removed from the device. The terminal pin was cleaned and the seal plug was burped, then the rv lead was reconnected to the device. No further noise was observed and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.